Event description:
It was reported that this right atrial (ra) lead exhibited out of range intrinsic amplitude measurements, undersensing and possible loss of capture (loc). Technical services (ts) recommended lead assessment with a programmer. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range intrinsic amplitude measurements, undersensing and possible loss of capture (loc). Technical services (ts) recommended lead assessment with a programmer. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the physician plans to continue monitoring at this time.